Manufacturer narrative:
Evaluation: the unit was received dirty and was damaged due to very poor packaging. It could not be tested as received. The total delivered lcd was cracked and was replaced before testing. The unit passed all accuracy tests, however failed shield continuity test. The complaint could not be duplicated. Unit was released to repair. The failed test was acceptable after the unit was cleaned. It passed qa final inspection.

Event description:
Reporter stated that caller from account reported that unit was overfilling, based on a final container that "locked" to be too full. He reported the container was discarded. He had no other specific info and did not know when the event occurred. The unit had already been taken out of operation and he had been told to make arrangements for the unit to be swapped out, which was done.